Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 270480. Batch no.: 0143401. It was reported by the facility representative that the sponge remains dry after activation.

Manufacturer narrative:
Follow up emdr pr (B)(4). Production batch history records for applicator pn 270480 lot number 0143401was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. Failure mode was not confirmed since no sample or photo was received for analysis. The most probable root cause can be attributed to post manufacturing handling or transportation during shipping, which can provide enough force to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. Ampoules are made from glass tubing onion skin borosilicate type I glass which are design to break when pressure is applied to activate applicator. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 270480 batch no.: 0143401. It was reported by the facility representative that the sponge remains dry after activation. Per email: we are running a trial with the national blood service in their transfer from the 260407i applicators to the 270480 applicators and in the trial of 1,000 applicators they found:- - after activation, sponge the remains dry , 2nd wand has to be used, 52 devices so far have been identified (currently if required for investigation) , site where validation is being done normally does 1300-1400 vp's per month the batch number for the 270480 is 0143401. The applicators are available and I can have them collected if necessary but they have been confirmed as primed i.e. Glass ampoule broken.